Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The 3.5 mm hex checkpoint broke when being removed from acetabulum. Not a clean break. Tha case delayed for 5 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections the type of reportable event as well as based on the results of investigation. The 3.5 mm hex checkpoint broke when being removed from acetabulum. Not a clean break. Tha case delayed for 5 minutes. The product was left in the patient and not able to be returned. The material was confirmed with visual inspection during non-sterile production. See attachment for final inspection form. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2017. No non-conformances were identified during final inspection. A review of complaints in stryker's complaint database related to p/n (B)(4), lot number w50016 shows no additional complaints related to the failure in this investigation. There was nothing from the inspection data which suggested nonconformance of the device contributed to being lost. Failure mode is use error. A review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. The device was not returned for evaluation.

Event description:
The 3.5 mm hex checkpoint broke when being removed from acetabulum. Not a clean break. Tha case delayed for 5 minutes.